Event description:
The nurse of an (B)(6) male pt, called zoll customer support to report that one of the pt's batteries would not power up the pt's monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (won't power up monitor) has been confirmed. Upon investigation the battery was unable to power up a test monitor. The cause of the battery failure was mismatched tri-cells. Upon eval the tri-cell voltages were 0.012v, 3.484v, and 0.000v. The root cause for the mismatched cells could not be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.